Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 15oct2019. The field service engineer (fse) verified the reported problem. The field service engineer (fse) replaced the power management (pm) board, installed the rubber feet and thumbscrew to secure the unit on stand. The problems were corrected.

Event description:
The customer reported that the unit is not secured to the stand, the unit will not turned off and review of the diagnostic log indicated 35v failure. The customer reported that the unit was in use on patient, but there' s no patient harm reported.